Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed due to a clog in the nozzle. The customer confirmed the following details regarding the cds process: the device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair, there was no delay in the start of precleaning, the air/water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, and the air/water nozzle/channel was flushed with detergent solution. The customer did not know what the foreign material was and they had no concerns about the reprocessing. The additional device evaluation findings are as follows: the angulation in the up/down/left/right direction was below standard value, the play of the right/left knob and up/down knob was out of standard value, there were deep dents in the distal end plastic cover, the cement was peeling on the objective lens, the light guide lens had minor chips, the glue on the scope cover and the insertion tube was cracked, and the light guide tube had a minor scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus colonovideoscope had failed several times in the medivators advantage reprocessor and upon removal it was noted to have green sludge coming out of the distal end. The device was cleaned twice and passed atp testing, but still had sludge coming out of the distal end before being put into the reprocessor. The customer was unable to determine where the green sludge came from within in scope. The issue was found during reprocessing. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.